Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing extended ipg charging time. The physician noticed that the ipg was on its edge in the pocket. The patient will undergo a procedure wherein the ipg site will be revised.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing extended ipg charging time. The physician noticed that the ipg was on its edge in the pocket. The patient will undergo a procedure wherein the ipg site will be revised.